Event description:
It was reported that during an implant procedure involving the vlv evproplus-34 valve, a fluoroscopy inspection revealed an acceptable valve load. The valve was deployed to 80% and an angiogram was performed, which showed no infold. Due to suboptimal valve positioning, the valve was recaptured. The valve was deployed again to 80% and an infold was observed across the whole length of the valve. The valve was recaptured and removed from the patient. A new valve was loaded onto a new delivery catheter system (dcs) and fluoroscopy revealed an acceptable valve load. The valve was successfully implanted. It was reported that the procedure time was prolonged by about 10 minutes. The valve loader was experienced.

Manufacturer narrative:
Continuation of d10: product ID d-evprop34 (lot: 0012291294); product type: 0195-heart valves; product ID l-evprop34 (lot: 0012413031); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.